Event description:
It was reported by the rep that the device was used during a pelvic exploration. It was reported the linear cutter would not release after it was fired. The surgeon wiggled the cutter around until it would release. Another new cutter was opened for the next firing. There was no consequence to the pt.